Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4) .

Event description:
The customer reported via phone call that she was hospitalized due to high blood glucose. The customer's blood glucose was over 600 mg/dl at the time of the incident. The customer's blood glucose was over 600 mg/dl at the time of call. The customer stated that they treated her high blood glucose with manual injections and gave bolus. The customer also reported that she had trouble breathing. The date of the hospitalization was (B)(6) 2015. The customer stated that she was still wearing the insulin pump during the hospitalization. The customer stated that there were no air bubbles and leaks found. The customer could not complete the troubleshooting at the time of call. The insulin pump will not be returned for analysis.